Manufacturer narrative:
\The device was received for evaluation. During functional testing, an excess downstream occlusion was not reproduced. The event history log review was performed and revealed multiple events of "downstream occlusion!" Alarms, however the history log cannot be used to determine downstream testing failures, including pressure readings. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported issue was verified. The cause of the condition was determined to be the tubing guide being out of range. The tubing guide requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed excess downstream occlusion pressure during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.